Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a planned diagnostic coronary procedure a portion of the image did not display during pullback on the manufacture's device. Another same catheter from the manufacture was used to complete the procedure. There is no patient injury. The returned device was visually and microscopically inspected. A small portion of the scanner polyimide material was missing where the distal washer protruded. Small portions of adhesive at the distal fillet around the scanner distal ground pad were also missing. The probable cause of the missing material could not be determined by the investigation. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined how and when the cause of the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because components of the suspect device were missing and it could not be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.